Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6) 2026, after approximately 4-24 hours of pod wear on the arm, the patient¿s blood glucose levels decreased to approximately 40 mg/dl. The patient reported losing consciousness and being transported to the emergency room by her husband. At the emergency room, the patient was diagnosed with hypoglycemia and was treated with a glucose drip and provided with food to bring her blood glucose levels up. The patient remained under observation for approximately nine hours and returned home the same day. Upon follow-up with the patient, it was confirmed that she was using the omnipod system in manual mode at the time of contact and reported experiencing persistent hypoglycemia for several days, including a rapid blood glucose decline during the follow-up call. The patient was unable to confirm the timeframe during which blood glucose levels were noted to decrease and could not be reached for further clarification despite multiple follow-up attempts. It is unclear whether the omnipod system was operating in manual mode at the time of the medical event. No additional information is available.